Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the tissue bag and cord loop. Visual inspection confirmed that the guide bead was stuck inside the shaft. Engineering removed the guide bead and was unable to re-insert the guide bead back into the shaft to replicate the complainant¿s experience. All components were measured and were within specifications. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report reflects the combined initial and final report.

Event description:
Type of procedure performed: ni. Ring of the guide bead got stuck/slipped into the shaft so the bag could not be closed. Update received from applied medical representative via email on 02nov2020: I tried to find this out, but no information so far. Very difficult because of corona. I cannot visit the or in [name] to ask and find out more. Patient status: ni. Type of intervention: ni.